Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not reproduce the reported issue. The customer attached the trainer and balloon and let pump run over the weekend with no issues. The iabp was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) overheated while in use on a patient. There was no patient harm or adverse event reported.